Event description:
Reporter indicated that patient's generator had migrated into the area of the patient's armpit. Review of x-rays revealed an apparent fracture in one of the lead wires, but device diagnostic testing was reportedly within normal limits, indicating proper device function. Treating physician plans to repeat device diagnostic testing with a different programming system to confirm results. Lead break is suspected.